Manufacturer narrative:
(B)(4). Approximate age of device- 11 months. Evaluation of the pump did not confirm the presence of thrombus inside the pump. A correlation between the device and the reported puss in the pump pocket could not be determined. Device thrombus and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The pump was returned assembled. The driveline was severed approximately 13 inches from the pump housing, and an additional 4 inch portion of the severed driveline was returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned attached to the pump. No depositions that would have caused functional issues were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the pump was explanted on (B)(6) 2017 due to infection of the pump pocket and driveline and suspected pump thrombus. The patient was exchanged to an extracorporeal circulatory support pump until the infection clears. It was reported that the patient was discharged from the hospital on (B)(6) 2017 with a diagnosis of bacteremia with an infected pump driveline and abscess of the pump pocket. The patient was discharged with a pigtail drain (for abscess drainage), ancef for 6 weeks via PICC line. The patient was later started on vancomycin and cefepime. The patient was readmitted on (B)(6) 2017 with complaints of severe pain, fever, hematuria, nausea, diarrhea and general malaise and fatigue. Blood cultures + staph aureus. Pump thrombus was suspected after the patient reported flank and abdominal pain and hemolysis (gross hematuria and lactate dehydrogenase (ldh) greater than 1250 u/l). It was noted that the patient was on antibiotics due to the pump pocket and driveline infection. No further information was provided.